Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the event occurred because the high-frequency instrument was used without maintaining sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that the gastrointestinal videoscope exhibited a burn mark on the plastic distal end cover. There was no patient involvement.